Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During an atrial flutter procedure in the right atrium, the amplifier was unable to connect to the display workstation. All of the connections were checked but the issue was not resolved. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial/lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
This report is to update the reported device for this event.